Event description:
Healthcare professional reported via nbir that the device has been explanted and replaced. Healthcare professional additionally reported shell break via rga.

Manufacturer narrative:
E1: (B)(6). Additional, changed, and/or corrected data: b5, e1, g1, g2, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.